Event description:
It was reported that the patient complained of pain at the pacer site. An x-ray showed device migration. It was noted that the physician suspected twiddler¿s syndrome. A pocket revision was done and the device was sutured in place. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).